Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during inspection, the device was fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00083 - 1, 0001822565 - 2019 - 00085 - 1.